Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with unspecified antibiotics (intraperitoneal) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient has not recovered from the event. The cause of the event and patient hospitalization were not reported. The reporter declined to provide additional information.